Event description:
Pushbutton hard to depress [device difficult to use] ([needle issue]). Case description: this serious spontaneous case reported by a consumer's wife from the united states and concerned an (B)(6) male patient with type 2 diabetes mellitus who was treated with novolog mix 70/30 flexpen (dual-acting insulin aspart) and novofine 30g (needle) and experienced "pushbutton hard to depress" and "needle broke of in skin" beginning approximately 3 years ago. Patient's height: (B)(6). Medical history included type 2 diabetes mellitus. A wife reported that since her husband initiated novomix 70/30 flexpen therapy more than three years prior to her report (date not provided), the pushbuttons on the flexpens have always been hard to depress. Approximately three years ago (specific date not provided), during injection, the needle broke off in her husband's skin in the abdomen area due to the pushbutton being hard to depress. The patient presented to the emergency room and an x-ray confirmed that the needle was in the skin. The physicians advised the patient they would leave the needle in the skin, but if he experienced any pain or symptoms, they would then surgically remove it. The patient has not had any symptoms or pain related to the needle for three years and no treatment has been provided. The two unit airshot prior to the injections had not been performed nor had they tried to utilize a new needle when the pen was difficult to depress. Action taken to novolog mix 70/30 flexpen and novofine 30g was reported as no change. The outcome for both events was reported as not recovered. The suspect product batch codes and product samples were not available, as the products had been discarded.